Event description:
The point of care coordinator indicated that a high result was obtained on the coaguchek xs meter with serial number (B)(4) of >8.0 inr. An hour later, the laboratory result from the dade-innovin method was 1.6 inr. It was noted that the individual who ran the test did not see the qc check mark after applying blood to the strip. The patient was feeling fine. No adverse event occurred. The patient's therapeutic range is 2.0-3.0 inr. The patient was not on heparin and does not have any antiphospholipid antibodies. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Additional information was requested for investigation; however, no suspect product was returned to complete the investigation. The complaint has not been substantiated.